Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 32 mg/dl. Troubleshooting was performed. Reviewed all the programming on the insulin pump and they were correct. The amount of insulin in the reservoir matched with the amount on the display screen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.